Event description:
A peritoneal dialysis patient's wife reported that patient's drain bag fluid was cloudy and that the patient had peritonitis. The patient's wife stated that the patient was on antibiotics. A follow up call was made to the peritoneal dialysis nurse. Per the nurse the patient was diagnosed with peritonitis on (B)(6) 2014. The patient was treated with intra-peritoneal vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.